Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced cannula issue on (B)(6) 2026 as the cannula was found bent which led to occlusion alarm. The insertion site was abdomen. The patient replaced infusion set and resumed insulin successfully. No further information available.